Manufacturer narrative:
The date of the event was reported on an unknown day in (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unspecified intraperitoneal antibiotic (drug name, dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.